Manufacturer narrative:
Further information was requested but were not available at this time including product details.

Event description:
It was reported that the patient had a new pacemaker or implantable cardioverter defibrillator (ICD) implanted on (B)(6) 2025 in relation to a clot on the pacemaker lead and infectious concerns. The patient was discharged home with a peripherally inserted central catheter (PICC) line and intravenous antibiotics. Arrythmias were noted at this time. The type of arrhythmia was reported to be bradycardia. The arrythmias resulted in lower mean arterial pressure/blood pressure. It was unknown if the arrythmia was device related. The patient was reported to be stable and was to be discharged home.